Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k073374, k061815 or k090140.

Event description:
Description of event according to complainant: it is alleged that "the celect filter was placed in [pt's] body on or about (B)(6) 2010. [Pt] discovered that the celect filter perforated her vena cava no earlier than (B)(6) 2013. On or about early 2013, [pt] began experiencing significant chest pain and shortness of breath. On or about (B)(6) 2013, [pt] presented for an imaging of cook's ivc filter. The imaging showed that her filter was perforating through her vena cava and a strut lodged near her spine. The defective celect filter remains in [pt's] body after removal was not attempted due to the life-threatening risk associated with the procedure" patient outcome: it is alleged that "as a result of the failure of the celect filter, [pt] has become impaired and will remain so in the future. [Pt] is required to attend regular physicians' visits and to undergo imaging studies".

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k073374, k061815 or k090140. Summary of investigational findings: patient's medical history is unknown at this time, why it is not possible to comment on the celect filter, which allegedly perforated the vc approx. 3½ years after filter placement and a strut lodged near the spine. Also, it is not possible to comment on alleged significant chest pain and shortness of breath, which patient experienced approx. 3 years after filter placement. The exact reason for alleged filter perforation cannot be determined, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to complainant: it is alleged that "the celect filter was placed in [pt's] body on or about (B)(6) 2010. [Pt] discovered that the celect filter perforated her vena cava no earlier than (B)(6) 2013. On or about early 2013, [pt] began experiencing significant chest pain and shortness of breath. On or about (B)(6) 2013, [pt] presented for an imaging of cook's ivc filter. The imaging showed that her filter was perforating through her vena cava and a strut lodged near her spine. The defective celect filter remains in [pt's] body after removal was not attempted due to the life-threatening risk associated with the procedure" patient outcome: it is alleged that "as a result of the failure of the celect filter, [pt] has become impaired and will remain so in the future. [Pt] is required to attend regular physicians' visits and to undergo imaging studies".

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/04/2015 as follows: the plaintiff allegedly received the filter implant via right femoral vein on (B)(6) 2010 due to dvt with contraindication to anticoagulation. The plaintiff alleges vena cava perforation, filter strut lodged near l3 vertebra, bleeding, device unable to be retrieved, pain, trouble sleeping, vomiting, and diarrhea.

Manufacturer narrative:
Manufacturer reference: (B)(4). Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿organ and ivc perforation; strut lodged near spine; bleeding; device unable to be retrieved, pain¿. Cook will reopen its investigation if further information is received. Unknown if the reported pain, bleeding and strut lodged near spine is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.